Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and the mixers were performing within specifications. The customer ran precision testing, which was acceptable. The cause of the discordant, falsely elevated ca results on two patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.

Manufacturer narrative:
The initial MDR 2517506-2017-00184 was filed on february 22, 2017. Additional information (03/02/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument or reagent issue. The hsc specialist stated that the photometer data exhibited mili amplifier unit signal discrepancies post the sample addition and mix. However, as the siemens customer service engineer determined while performing troubleshooting, the mix methods were acceptable. The hsc specialist stated that the issue appears to be a sample specific. The cause of the discordant, falsely elevated calcium results on two patient samples is unknown.